Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently did not administer the shock to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be provided a follow up report when our investigation is completed.